Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 5 mg/ml; 1.15 mg/day simple continuous via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was (B)(6) 2017. It was reported the patient had unsatisfactory pain relief and prominent pump that rubs on his belt line. The patient requested an explant and return to oral opiate therapy. The patient wore a hospital identification band to this appointment and, when questioned, stated that he was admitted twice for seizures and "the pump". The patient was unable to elaborate and smelled strongly of alcohol during the brief interaction. On (B)(6) 2017, the pump was turned down from morphine 1.15 mg to minimum rate. The physician provided the patient prescriptions for oxycontin 20 mg every 12 hours and oxyir 10 mg every 8 hours as needed. No environmental/external/patient factors may have led or contributed to the issue. The physician felt that this was not a system issue and attributed the failure to patient factors. Surgical intervention was planned. The issue was not resolved. Patient medical history was asked and will not be made available. Patient weight was unknown. Patient status at time of this report was alive - no injury. No further complications were reported. On (B)(6) 2017 additional information was received from a healthcare professional (hcp) via a company representative. It was unknown when the patient first started experiencing unsatisfactory pain relief. It was unknown if the seizures and hospitalization for the pump were related to the device or therapy. There was not a known issue with the pump. It was unknown what actions/interventions were taken to resolve the unsatisfactory pain relief, seizures and being admitted for the pump. The cause of the patient being admitted for the pump was unknown. The patient was a poor historian and smelled strongly of alcohol. The patient was unable to articulate details, and the office was unable to supplement information. The unsatisfactory pain relief, seizures and hospitalization for the pump has not been resolved. The patient¿s weight was not available. The healthcare provider will release no further information. They are referring the patient for explant of the pump (to an unknown surgeon). No further information is available.